Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: there was no problem loading or unloading the device. The stapler was not able to fire. The surgeon was able to press the green button but was not able to squeeze the handle.